Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be identified. The adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. Additionally, three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Therefore, a definitive root cause cannot be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used resulting in humidity invading the lg-lens and caused corrosion. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was also observed during the device inspection, that the duodenovideoscope exhibited discoloration inside the light guide lens.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the distal end contained foreign material. There were no reports of patient involvement.